Event description:
It was reported that catheter entrapment occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during high pressure dilation, a non-bsc guidewire got trapped after deflation at 20 atmospheres. The balloon was removed together with the wire. The procedure was completed with different device. No patient complications were reported.